Event description:
When using a 20g x 1" safety needle to make a sterile compounded admixture the needle assembly came apart and the needle itself flew across the compounding aseptic isolator hood when air was expelled from the syringe. It appears that the needle assembly is in two pieces; a needle with a small hub is screwed into a larger hub that connects with a syringe. It is where the smaller hub connects to the larger hub where the needle came apart. This is actually at least the third time this brand of syringe has come apart at our facility while using to make an admixture. Product description: smiths medical jelco hypodermic needle-pro 20g x 1 in, lot: 4025875, exp: 2025-07-21, ref 4285 gtin: (B)(4). FDA safety report ID # (B)(4).